Event description:
The hospital reported a crack in the gas header open to the atmosphere on the oxygenator. The unit was used throughout the case, it was not changed out. The hospital reported that this unit did transfer oxygen as expected, but was not able to blow off co2. The medtronic sales representative did state that the pt had a stroke and remains hospitalized. However, the hospital has not indicated that the device malfunction caused or contributed to the pt's condition.